Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a farapulse procedure, a farawave catheter was selected for use. Heparin was administered before the transseptal puncture. The catheter was prepared and tested outside the patient. After closing the catheter and removing the guide, it was introduced into the patient. Upon deployment, the left superior pulmonary vein was isolated. When attempting to withdraw the guide from the flower position, resistance was observed. Closing the catheter eliminated the resistance. However, when the catheter was returned to the flower position, the resistance reappeared. The procedure was completed using the catheter. Upon catheter removal, an attempt to pull the guide with the flower deployment was unsuccessful. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
During a farapulse procedure, a farawave catheter was selected for use. Heparin was administered before the transseptal puncture. The catheter was prepared and tested outside the patient. After closing the catheter and removing the guide, it was introduced into the patient. Upon deployment, the left superior pulmonary vein was isolated. When attempting to withdraw the guide from the flower position, resistance was observed. Closing the catheter eliminated the resistance. However, when the catheter was returned to the flower position, the resistance reappeared. The procedure was completed using the catheter. Upon catheter removal, an attempt to pull the guide with the flower deployment was unsuccessful. No patient complications occurred. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned with the original guidewire inserted. Functional testing was performed, and the original guidewire returned with the catheter was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.